Event description:
A us distributor reported that a patient's electrode belt was damaged and experiencing "add gel/replace belt" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon investigation the electrode belt unable to complete a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) to the rear therapy electrode. Additionally, the distribution node (dn) to the rear therapy electrodes and ECG "c" and "d" cable was pulled from the strain relief, damaging wires in the cable and causing the (add gel/replace belt messages). The root cause for the open wire could not be positively identified. No adverse event resulted from the damaged belt.